Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 37752, serial/lot #: (B)(4), ubd: 21-oct-2015, UDI#: (B)(4). Product ID: 37744, serial/lot #: (B)(4), ubd: 26-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Manufacturer representative reported the patient texted them an image of a message on their patient programmer. It was described as an ins in the box image. Rep will get an 8840 and interrogate the patient¿s ins. It was reported that the patient¿s battery was at eri, they don¿t have any issues with the therapy, and has plans to have the ins replaced. Additional information received from a manufacturer representative (rep). The cause of the issue was that the ins was reprogrammed with the tablet and it hadn¿t been programmed in many years. The rep connected with a clinician programmer and was able to use the programmer as normal. No further complications were reported.